Manufacturer narrative:
Method: the device will reportedly not be returned to maquet cardiac surgery for investigation. The lot number could not be obtained so a lot history record review could not be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the operating room staff noticed bubbles on the left side of the heart. The procedure was off-pump until this was noticed, and then went to on-pump. It was reported that "evh was used" but it was not clear whether it was caused by the evh method. Pt effects are unk. It is unk why the product is not returning.